Manufacturer narrative:
(B)(4). The pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. The pump was received with a cracked case (battery tube), and broken battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The device will be returned for analysis.